Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who stated that the back rest broke while in use and the end user fell backwards on their back. The end user was prescribed steroids. The device is not returning as the end user discarded the device. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.